Event description:
The pt presented with persistent white papules at the treatment site after being treated with cosmoderm. The physician prescribed oral prednisone to treat the papules. The physician would not provide product lot info.